Event description:
Per the clinic, the patient developed a hematoma around the implant site which was drained in the operating room in (B)(6) 2012. The patient developed a collection of fluid at the implant site and was treated with amoxycillin on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.